Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was observed that the drill bit device was stuck inside the craniotome device. It was further reported that the drill bit device was left on the device when it was sent to sterile processing. It was reported that the operating room staff could not remove the drill bit device from the device. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a cutter stuck in it. It was also noted that the device had excessive blood residue, medical debris in the bearings which caused the failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to insufficient cleaning after medical procedures which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.